Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. No report of patient involvement.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation mode. There was no report of patient involvement.